Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while in use on a patient, the upper graphic user interface (gui) display on a 840 ventilator changed colors. Although requested, intervention taken on behalf of the patient was not provided. There was no patient harm as a result of the reported event.